Manufacturer narrative:
Method: review of info reported to lifecell; review of the voluntary medwatch report filed by the facility (B)(4); review of the device history record for lot sp100155; review of the lifecell complaint mgmt sys; review of the returned sample. Results of eval: it was reported that the suture pull through occurred on one side of the device, towards the end of the surgical procedure when the pt prematurely woke up and coughed. Another 10 x 16 cm lifecell device was implanted underneath the device that tore. A voluntary medwatch report was filed by the facility with event details that conflict with the event details originally reported to lifecell. The surgeon was contacted for clarification and stated that the event details reported by the facility in the voluntary medwatch report (B)(4) were accurate. Review of device history record for lot sp100155 resulted in no remarkable findings, including acceptable suture retention testing results and no deviations or nonconformances revealed during processing related to the nature of the event. Review of the device distribution and implantation history revealed that of the (B)(4) devices released to finished goods from lot sp100155, 229 devices were distributed, including 79 devices reported as implanted. Query of lifecell's complaint mgmt sys revealed no other complaints reported against lot sp100155. A small sample of the device including a suture pull through was returned for eval but the remainder of device sp100155-212 was left implanted . A suture pull through was evident in the small sample returned. The qc release criteria for mechanical testing revealed acceptable suture retention testing results. No prod nonconformity could be conclusively determined. Lot sp100155 met all qc release criteria. Conclusion: a voluntary medwatch report was filed by the facility with event details that conflicted with the event details originally reported to lifecell. The surgeon was contacted and stated that the event details reported by the facility in voluntary medwatch report (B)(4) were accurate. Qa investigation into lot sp100155 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints related to the nature of this event. It was reported that the suture pull through occurred on one side of the device, towards the end of the surgical procedure when the pt prematurely woke up and coughed. A small sample of the device including a suture pull through was returned for eval but the remainder of device sp100155-212 was left implanted. A suture pull through was evident in the small sample returned. No prod nonconformity could be conclusively determined. Another 100 x 16 cm device was implanted underneath the lot sp100155-212 device and the pt was reported as doing ok. Based on the internal investigation into the lot and reported clinical event details, the event reported is unlikely related to the device and likely related to the force of the pt's cough during surgery. Based on our internal investigation with no remarkable finding, lot sp100155 met qc release criteria. No further actions are required because a nonconformance was not confirmed.

Event description:
It was originally reported to lifecell that during a ventral hernia repair surgery, the pt woke up and coughed prior to fascial closure. The sutures tore through the lifecell device on one side. The surgeon opened another 10 x 16 cm lifecell device and implanted it underneath the device that tore. Both devices were sutured in place. A small piece of the device including a suture pull through was returned for eval. On (B)(6) 2015, lifecell rec'd the voluntary medwatch report filed by henry ford hosp and health network for this event (report # (B)(4)). The event description reported in this voluntary report conflicts with the event description originally reported to lifecell.